Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced failure code 517. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury or medical intervention. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 517 was confirmed as failure code 517:320:844:0000 during product evaluation in the pump's event history. This condition was caused by a faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to correct the reported condition.